Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: hemodynamic/hypotension. It was reported that post-procedure of a mildly calcified right internal carotid stenting, the pt experienced hypotension attributable to the stent pressure on the carotid bulb. Inotropes/vasopressors were administered and the condition resolved by 2007. The pt remained hospitalized for other non-carotid related issues, and was discharged to home two days later. No additional information available. Study event.

Manufacturer narrative:
A review of the finish device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.